Event description:
Customer reported he woke up to the device alarming button error. Customer's blood glucose was 129 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had a cracked reservoir tube lip, missing end cap sticker, minor scratches on the display window and a cracked case near the display window corners. No button response due to corroded keypad traces noted. No button error alarms noted.